Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-01241. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their right lead was explanted and replaced due to a fracture at the anchor site. Note: it is unknown which lead was replaced so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.